Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer on 8/27/2016. Investigation is currently underway. A review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while reportedly wearing the lifevest. The patient's initial life-threatening rhythm was ventricular fibrillation (vf). The patient's husband reported that the patient was initially pressing the response buttons until she became unconscious. The patient's husband initiated CPR. Motion artifact and CPR artifact prevented the lifevest from treating the patient during vf. The patient later received three non-lifevest defibrillations. The patient was taken to the hospital where she later passed way.